Manufacturer narrative:
Evaluation summary: a unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch was unable to be conducted as the batch number was not provided. The root cause could not be determined.

Event description:
Clinical trial. It was reported that seven days following a coronary artery drug-eluting stenting treatment procedure, the pt experienced a stent thrombosis. At the time of the index procedure, the pt presented with an acute myocardial infarction (mi). The procedure identified a 3.0 x 26mm, 99% stenosed, de novo lesion in the native proximal left anterior descending (lad) artery. Treatment consisted of pre-dilation and placement of a 3.00 x 28mm taxus express2 stent. Medications administered were: heparin, 2b/3a, aspirin, clopidogrel, beta blocker, and a statin. The pt was discharged four days later. Seven days following the procedure, the pt went into cardiac arrest and was taken to the ER by ambulance. The pt underwent CPR and intubation. An angiogram confirmed that the pt had experienced a stent thrombosis, reinfarction and an anterior stemi. The lad was totally occluded. The physician treated the event by deploying an unknown type drug-eluting stent. Medications administered were: plavix, aspirin, atenolol, rheopro, ezetimibe, sinvastatin, and pantoprazol. The pt was discharged from the facility nine days after the event. Per the physician, the event was "definitively" related to the study device.